Manufacturer narrative:
Fowler clutch.

Event description:
It was reported that the fowler drive had binding and rough operation, and the CPR release would occasionally not release. No adverse consequences reported.